Event description:
It was reported that during an infusion set change the user received an ¿unable to proceed¿ message during the fill tubing step, consistent with a flow obstruction, after which a dry run exceeded 120 units and a full supply change was completed; insulin delivery then resumed as normal. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond completing a supply change and resuming normal insulin delivery, with no medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education, including a successful dry run and guided replacement of the infusion set, connector set, and cartridge. Investigation of this case revealed that the issue was consistent with a transient occlusion or connection issue related to disposable components, resolved by replacing the infusion set and connector set. It was concluded, based on previously established findings for similar reports, that the cause was user-related or disposable component-related and not a persistent device malfunction.

Manufacturer narrative:
Initial.